Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced to resolve this issue. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot#: unknown, product ID: 9735773, serial/lot#: unknown. G2: foreign country: japan. H3: a manufacturer representative (rep), went to the site to test the navigation system. No further information was provided. Codes: b01, c19, d15. H6: multiple annex g codes were submitted for the event. Annex g code, g02002, applies to product ID: 9735773; annex g code, g02027, applies to product ID: 9735787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that a battery service error was displayed, during preparation for a navigation system unit 1. Another navigation system was used. There was no patient involvement.

Manufacturer narrative:
H2/h3/h6: the battery, lot number: 2245, was returned and analyzed. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. The ups was then unplugged from ac power and it continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. There was no failure found. Codes b01, c19, and d14 apply. The ups, lot number: 22400005, was returned and analyzed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.